Manufacturer narrative:
The reported malfunction was observed during testing. However, the reported problem could not be duplicated. The hv module was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
(B)(4).zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "pacer fault 116" and "defib fault 72" messages.complainant indicated that there was no patient involvement in the reported malfunction.